Event description:
The vasoview hemopro 2 was just being initiated to use the cautery part of the vasoview. It worked for a short while, but when the provider attempted to "wipe off the tip", the tip and part of the cautery device fell off onto the field. No injury to the patient. A replacement of the same device was opened and worked without any problem. The procedure was completed without any complications.